Event description:
It was reported that during implantation of femoral device in total hip arthroplasty a non-displaced proximal femur fracture occured. Cable was used to resolved this issue and the severity was deemed as mild.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].